Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. It also found that the dso seal was delaminated. Replaced battery compartment, downstream occlusion sensor seal and lcd lens to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a damaged battery compartment latch, lightly scratched lens, and slightly bubbled dso seal. The investigation found that there was a delaminated dso seal.